Event description:
A patient possibly received too much medication. It was reported that the nurse "perceived the pump delivered too much." No specific patient information, pump programming, or event details were available. There was no reported adverse patient effects. No medical interventions were required.